Event description:
The customer reported that the system would lock up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an onsite investigation. The service rep reseated the connectors on the ps1 and the power signal interface. The system was tested and found to be working as intended and put back in service.